Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, h.6.

Event description:
Healthcare professional reported "rupture". Healthcare professional later reported "rupture" confirmed via MRI and "pain". This record is for the left side. Device was explanted and replaced.

Event description:
Healthcare professional reported left side rupture, and pain. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed a broken assessed as fold flaw opening. Breast pain: unable to observe. As per the investigation procedure, creases and non-penetrating nick. Were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture". Healthcare professional later reported "rupture" confirmed via MRI and "pain". This record is for the left side. Device was explanted and replaced.